Event description:
The account alleged the head function ran on its own. No injury reported.

Manufacturer narrative:
The tech was unable to duplicate the issue. The tech found that both side rail cables may have been pinched, possibly causing the bed to move on its own. The tech replaced both side rail cables and caregiver button panels to resolve the issue.